Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invading the device due to leakage while the user was handling the device which led to abnormality of electronic parts resulted in error message was displayed. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the evis exera iii bronchovideoscope would not generate an image. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was no image/b30 (scope communication) error due to infiltration in electronic connector. In addition, the flexible tip was deformed. The distal tip rubber was perforated. The mechanism was oxidized due to infiltration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.